Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A search to verify the availability of companion samples at the distribution center was performed and the entire lot was sold and distributed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. A caregiver called technical services regarding a m31 air detected in cassette during drain three of five. The caregiver cancelled treatment and discovered moisture on the cassette and the cycler door upon removing supplies. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient did not have manual supplies to complete treatment. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.